Event description:
Additional information received from the healthcare provider (hcp) indicated that the pump and catheter were implanted correctly; the surgeon was mistaken. The pump worked well for years but he needed spine surgery. The surgeon cut the catheter because he did not investigate where the catheter was and did not do anything to manage the inevitable withdrawal symptoms. The surgeon's team called the reporting hcp's 2 days after surgery to get help and the hcp ordered medications to help stem the withdrawal symptoms but the symptoms persisted and were managed with a fentanyl patch and clonidine. The cause of the event was not determined; the surgery was improperly planned and the catheter should have been re-implanted at the surgery. In regard to actions/interventions taken to resolve the event, a fentanyl patch, opioids, and clonidine were reported. The patient got buprenorphine in the emergency room (ER) once. The event resolved but the patient still needed the medications. He wanted the pump out eventually and it was off.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, ubd: 2021-12-02, UDI#: (B)(4), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated he had major back surgery on (B)(6) 2024 by a neurosurgeon who did a laminectomy from l2 through l5 and they told his family that the surgeon removed the catheter because it was in the way and that the pump was turned off. The patient stated the surgeon told him that the pump was not implanted correctly and should not have been implanted for the patient as pumps were only to be used for patients for end of life. The patient stated he had been trying to get answers from the surgeon to find out exactly what was done if the pump was still running, if he put the catheter back or what was going on with it. The patient stated since (B)(6) 2024, he has had withdrawal symptoms, and hallucinating, anxiety and return of pain as in no pain relief. The patient asked if there was a way to see if the catheter was still in his body or if the pump was turned off. The agent reviewed and redirected to managing physician. The patient stated he called the managing physician who couldn't see him until (B)(6) 2025 which was when he was scheduled to have the pump refilled. The patient stated they were treating him for symptoms reported with fentanyl and clonidine patches. The patient stated the pump was not alarming. The patient was redirected to their healthcare provider to further address the issue.